Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as faulty r2 probe and spiral mix bar. The fse replaced the probe and spiral mix bar to resolve the issue. (B)(4).

Event description:
The customer stated obtaining one (1) erroneous low patient result for bun (blood urea nitrogen) with flag on their au681-10e chemistry analyzer. The erroneous patient result was not reported out of the laboratory. There was no change to patient treatment. Quality control was recovering within laboratory established ranges prior to the event.